Event description:
Reporter indicated that patient's seizures have increased since implant. Neurosurgeon reportedly decreased the patient's dilantin after surgery and the patient has had an increase in seizures since that time. The patient has reportedly dislocated their shoulders as a result of seizure. Neurologist is reportedly upset that neurosurgeon had decreased the patient's dilantin. The patient's dilantin has since been increased back to normal dosage and the patient is still experiencing the seizures. Investigation to date has been unable to determine whether the seizure increase was caused by the reduction in medication or by the vns.